Event description:
Facility stated that patient was being transferred from a bed to a shower chair using the rpl450-2 lift when a pin holding the support bar in place allegedly popped out causing the support bar to fall to the ground along with the patient. Minor injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rpl450-2, serial number/date code (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1145810 rev a (dec-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility called stating that the patient was being transferred from bed to a shower chair by the rpl450-2 lift when a pin holding the support bar in place allegedly popped out and the support bar fell to the ground along with the patient. The patient sustained laceration to the right side of the nose where the bar fell onto his face. The consumer was treated at the center and is doing better. Nursing assistants located the pin, a piece of plastic and washer on the floor. The dealer went out and picked up the lift. The unit has been quarantined at this time. The dealer has no additional information on the incident. Invacare's outside sales representative confirmed that the incident occurred on (B)(6). He advised that he thinks this may be a maintenance issue. The lock nut that holds swivel bar to the boom is missing. The mast was loose at the base. The unit was in the facility for a about a year. Per the outside sales representative, the facility took over the maintenance. Invacare consumer affairs asked the facility about any repairs that were done in the last (B)(6) and maintenance that was performed. Facility stated that (B)(4), would handle all of that for them. Invacare advised them that when we spoke with (B)(4) they indicated that the service contract was refused for this unit and they have not done any maintenance on the lift. The malfunction has not been confirmed.